Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the passing pin broke in the middle while reaming. Device broke while in the patient, and was removed with a hemostat. No other complications were noted.